Event description:
It was reported that the patient had a suspected infection at the ipg site. The patient went to the ER (emergency room) and changed the patients antibiotics. The physician believed that the infection was not device nor procedure related and was doing well.